Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article titled: "proglide-angioseal versus proglide-femoseal for vascular access hemostasis posttranscatheter aortic valve implantation". B3 - date of event: estimated. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 1494 - indication for use.

Event description:
This event is from a retrospective single-center observational study comparing 30-day outcomes between two access site closure methods after transcatheter aortic valve implantation (tavi) procedures. The two methods included the use of one proglide suture with an angioseal (p/as) versus one proglide suture and a femo-seal (p/fs). This study which used proglide devices against the proglide instructions for use of preplacing two proglide sutures, noted that the combination of the dual-device method was still lacking in its results due to patient outcomes. It was observed that the p/fs method achieved higher rates of hemostasis and fewer complications, although the presence of anterior calcification at the access site results in a significant risk of vessel closure device related complications. Complications included major and minor bleeding as well as major and minor vascular complications resulting in prolonged hospitalization and not achieving hemostasis which were treated with unplanned surgery, endovascular treatment, and manual compression. It was concluded, that although further trials should be performed, the use of this minimalistic approach could be a superior method of achieving hemostasis in post-tavi procedures, especially in patient where there is access site anterior calcification evident. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information (unspecified device malfunction) could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.